Event description:
Additional information indicates that the infection has resolved.

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg site. The patient was administered both oral antibiotics to address the issue.